Event description:
It was reported that the atrial lead exhibited noise which caused inappropriate mode switch episodes. The noise was reproduced when the patient pressed her hands in front of her chest. The atrial sensitivity was programmed to 0.5 mv.

Manufacturer narrative:
Na